Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that signal loss occurred. On 05/01/2025, it was reported by the parent that the pediatric patient uses tandem tslim which would not have been in modified closed loop in the absence of cgms. The parent noticed the signal loss an hour prior to any symptoms were observed. They did not immediately conduct did a blood glucose reading when they first noticed the signal loss. They only did a fingerstick when the signal loss has been present for over an hour and the patient was nauseated. The bg was 600mg/dl. The parent brought the patient to the emergency room where the patient was given some medication which the parent no longer recalls. The parent could no longer recall the fingerstick measured at the hospital. They were later released the same day after the patient felt better. Performance data was reviewed. Signal loss was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No additional patient or event information is available.